Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient has experienced pain, difficulty walking, continued swelling, fluid collection in or around the joint, fluid collection in the muscle around the joint, and an allergic reaction to the metallic debris up to metallosis. Update: (B)(6) 2013 - maude report (B)(4) submitted by an attorney alleges patient was revised to address partial dislocation, fluid in or around the joint, and implant loosening (no indication of what was loose), and pain. Even though the patient's name was not provided, because multiple part and lot numbers were provided, it was possible to identify an invoice that provided the patient's name and identify that it was in connection with this existing complaint. It also appears that the doi should be corrected to (B)(6) 2009. Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the stem and femoral sleeve were loose. Records are available for further review. Patient demographics added.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).